Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for the foreign material on air water channel cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope had foreign material (white residue) in the air water channel. There was no patient involvement.